Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation confirmed the reported complaint of frayed insulation. However, the instrument also exhibited insulation damage resulting in missing material. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. Multiple attempts have been made to gather additional information from the customer, however the customer has not provided any additional information at this time. This complaint is being reported due to missing insulation found during failure analysis investigation.

Event description:
It was reported that after a da vinci surgical procedure and central processing, the protective sheath on the instrument was identified to be frayed. The reporter was unable to indicate if a patient sustained any injuries as a result of the reported issue nor could they confirm if any fragments fell inside a patient.